Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory notification. Device was found to be in back up vvi mode. Firmware download was performed, and the device was restored. The patient is fine and will be followed normally.